Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory. Evaluation summary: (B) (4) no anomalies found; partial lead in segments returned and analyzed.

Event description:
It was reported that the lead had high thresholds. The lead was explanted and replaced. There were no patient complications reported as a result of this event.